Event description:
A patient reported issues with a refurbished system, experiencing pixel problems on the touchscreen that occasionally caused red lines affecting screen visibility. There was no adverse impact to the patient¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.